Event description:
It was reported the camera head had a distorted image issue. The reported malfunction occurred during a therapeutic transurethral resection of bladder tumor procedure. The procedure was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2: health professional ¿ (blank); e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a cable pinhole watertightness failure, a cable image failure (image noise), scope mount corrosion, and a scratch on the lens. Based on the results of the investigation, it is likely that the following led to the malfunction: it is assumed that a partial cable disconnection caused a communication failure under load, resulting in the generation of image noise. A probable root cause cannot be identified for the remaining findings. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.